Event description:
It was reported that, "when the set was opened for restocking and review it was found that the 18x25 vlift cage locking screw appeared to be damaged beyond repair-cause unknown."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.